Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status with pain, redness, and resumed device use were unsuccessful. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a protruded magnet. The recipient is presenting with pain and redness. The surgeon confirmed that the magnet is not protruding. The recipient was prescribed bacitracin and advised to cease device use.